Event description:
Urethral tear with foley catheter insertion, 48-day-old male in picu with pneumonia #8 foley catheter with introducer inserted by rn. After 6 hrs no urine output; foley repositioned and large blood clots noted and more received. Catheter removed by rn. Date of report 10/14/95.